Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one ce infusor lv 10 device did not run during patient use. It is unknown with what the device was filled. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information. This report will reference 2 of 2 for the facility, as the facility reported 2 devices.